Manufacturer narrative:
The following devices were also listed in this report: tritanium bplate triathlon s3; cat # 5536b300; lot # ctd8438. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: surgeon revised a right triathlon total knee to a distal femoral replacement due to peri-prosthetic fracture.